Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, paper lid, a winding former with several suture pieces and a winding former with a parked needle and several suture pieces inside of product were returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and remnant suture was noted into the barrel hole. Winding former were examined, and the sutures has begun with the process of degradation and the strand was broken in multiples pieces, this condition causes the needle pull off. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Foil were inspected and multiple holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment.

Event description:
It was reported prior to an unknown procedure on (B)(6) 2018 a suture was used. Needle separated from suture pre operatively. Upon evaluation it was noted that packaging had a holes and suture was in pieces.